Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter became kinked in a critical location while being inserted into the balloon catheter. The mapping catheter was replaced with resolve. There was no patient involvement.